Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported and confirmed via chest x-ray that the right ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2018. The patient was stable and recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found. All damages found were consistent with those occurring during procedure.